Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Case ID 70 showed at least 3 applications were performed with the balloon catheter afapro28 of lot number 28061 on the reported event date without any system notice or anomaly. The fault file was not available for analysis on the reported event date. In conclusion, the reported phrenic nerve palsy (pnp) occurred during the procedure and could not be substantiated via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that this event led to hospitalization.

Event description:
It was reported that during a cardiac ablation procedure using cryotherapy, the patient experienced phrenic nerve injury. The phrenic nerve did not recover after a 30-minute wait, and the procedure was aborted after transseptal device usage. The patient was not under general anesthesia and left the operating room with phrenic nerve injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.